Event description:
It was reported that the patient presented to the emergency room with intermittent capture on the right ventricular (rv) lead. Thresholds had increased and were high. Impedance was also high, and fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Automatic lead diagnostics shows ventricular lead impedance gradually rises from an average of 875 ohms week of 2014 (B)(6) to 1212 ohms the week of 2014 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.